Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: "the nebulizer does not evaporate drugs. The nebulizer evaporates less when administration of 9 liters of o2, but with more the steam is less. The drug is clear instead of turbid which it usually is". "Evaporation did not prevent treatment from being administered. Although liquid did not evaporate accordingly... Did not compromise the treatment to pt." No pt injury reported.